Manufacturer narrative:
The field service representative was dispatched to the customer site and found contamination on a solenoid valve which caused a slight vacuum drop on rinse nozzles. He cleaned the valves and rinse station mechanism and confirmed the volumes were correct. He ran qc and patient samples to verify the analyzer performance. The investigation determined the root cause was a contamination by na ions which was most probably due to the issue with the rinsing station.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable ion selective electrode (ise) sodium results for approximately seven patient samples over a 10 day period. Of the data provided, only the results for one patient sample were discrepant and reported outside the laboratory. The initial result was 163 mmol/l and was reported outside the laboratory. The nurse did not believe the results and asked for the sample to be retested. The sample was repeated on a radiometer abl800 flex analyzer and the result was 139 mmol/l. The patient was not adversely affected. The sodium electrode lot number was f62 with an expiration date of "(B)(6)." Initially, the customer suspected a contamination of the ise flowpath and the field service representative instructed the customer to flush the path. After additional questionable results were received, the field service representative provided additional suggestions. The customer removed the sodium electrode and found no build up or wetness. He replaced the electrode with a new one. He completed a reagent prime, ise check, and a mechanism check which were all good. He did not see any overflowing or splashing occurring. He ran precision testing which looked great.